Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, the patient underwent a sonohystogram where the goldstein sonohysterography catheter was used. When the device was removed the cone remained in the patient and the physician could not locate the cone. On (B)(6) 2018 a hysteroscopy was performed on the patient and the cone was in the patient. The physician performed another sonohystogram after the hysteroscopy and the cavity seemed clear. The ultrasound manager pulled the sonohystogram device back to the cervix and still could not locate the cone. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. Per the instructions for use (IFU) that accompanies this device: catheter is removed upon completion of ultrasound procedure. Upon removal of catheter, ensure that positioner is still on body of catheter. If still lodged in patient cervix, remove using forceps. No additional patient consequences were reported.

Event description:
The catheter was removed, but positioner was not. The physician attempted to remove it, but could not locate it. The cone was not identified through imaging later, despite an ultrasound in which a polyp was identified. The positioner was expelled by the patient on (B)(6) 2018. He patient did not have any other medical issues related to the cone being retained.

Manufacturer narrative:
Investigation evaluation: the complaint device was not returned for an evaluation and no photographs were provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of drawings, the instructions for use, manufacturing instructions, quality control data, specifications, and trends. A review of the device history record could not be performed as the lot number of the device was not provided. A review of complaint history could not be performed on the complaint device lot because the lot number was not provided. It is believed the physician is describing the ¿acorn positioner¿ which does resemble a cone. The positioner assists with maintaining the catheter¿s seal at the external cervical os. It is not known if there were difficulties with placing the device. Per the instructions for use (IFU): advance positioner into cervix using forceps. The IFU includes directions to ensure that the positioner is still on the body of the catheter upon the removal of the catheter. If lodged in patient cervix, remove using forceps. A review of relevant manufacturing documents was conducted. It was concluded that the diameter of the catheter is measured from a sample of the devices from each lot. All positioners are placed in the proper location during production. Based upon the provided information the cause of the product failure could not be determined. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Monitoring will continue to be performed for similar complaints. The appropriate cook personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.